Event description:
The current item presents an issue in that it does not loosen and students will attempt to disconnect the needle after the catheter is advanced during obtaining IV access. Not only is the item not what is used in the aid bag, it has the added potential to cause injury in such environments. Our current training, which is geared towards point of injury care (tactical combat care, tc 8-800 (m.e.o.i.c. Tables), 68w sustainment), delayed evacuation casualty management (decm) and prolonged field care (pfc) requires that many of our items differ from the items used within lrmc to ensure that students are familiar with what will be carried in aid bags and drop bags. The items, currently, used at lrmc have raised multiple issues within our training environment to either not have the items necessary or to have items that are difficult to use, increasing the risk for harm to the casualty or patient (live or simulated) or the student. We would like to replace the item w/ another chinook pn 30-0013(currently under the contracted items - nsn: 6515015374094; kit cath .8 x 4.7in 1.1in.